Event description:
(B)(4). Heavy bleeding, severe cramps following the procedure. Lower abdominal pain, shooting pains that go down my legs, migraines, swelling of lower abdomen, abnormal periods, hair loss, weight gain, and ovarian cyst.